Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard alarming for a few days. The patient had received a recent shock but did not recall getting the shock because they thought it occurred while they were sleeping. The implantable cardioverter defibrillator (ICD) had a por (power on reset). It was unsure of when the electrical reset occurred. The ICD was reprogrammed. Additionally, it was reported that the right ventricular (rv) lead was suspected to have insulation issue/damage that contributed to the ICD issue. The patient was scheduled for a revision procedure. Thirteen days later the ICD and rv lead were explanted. No further patient complications have been reported as a result of this event.